Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urgency frequency. It was reported that the patient  that she has a burning sensation where the leads are she is also experiencing a lot of pressure but no feeling of stimulation. The patient stated that she had heavy gas. Patient would like to see a physiologist about her nerve to relieve ache she has in leg.  No further complications were reported/anticipated at this time.